Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were successfully implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. The iliac vessels were reported to be between 23 mm and 24 mm in diameter. The aortic neck was reported to have mild angulation and was between 28 mm and 29 mm in diameter. It was reported that during deployment the bifurcated stent graft began to slip down into the aneurysm sac due to insufficient neck purchase, most likely as a result of inappropriate sizing. A series of aortic and iliac extension cuffs were successfully implanted to build back up to the aortic neck; however, the last aortic cuff covered both renal arteries and an aggessive type I endoleak was noted. It was reported that the pt was converted to open surgical repair. No additional sequelae were reported and the pt is reported to be fine.